Event description:
It was reported that the patient had a lot of rear tip extenders (rte) in his inflatable penile prosthesis that made the implant unstable. When inflating, the implant would not rise, the penis was too heavy. The implant physician used a small implant with many rtes. In addition, the patient had fat injection in his pennis to add girth. The patient underwent surgery to replace the device with a properly size implant and rtes. There were no patient complications.